Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a "incompatible sensor" message when scanning the freestyle libre sensor with a freestyle libre 2 reader. The caller indicated that an adverse event occurred due to the reported issue, but no further information was obtained as call dropped. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 0m00674my9w has been returned and investigated. Visual inspection has been performed on the returned sensor and no physical damage was observed with the sensor patch. The sensor plug was properly seated. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were not observed in the event log. This complaint is not confirmed due to no insertion failures, which is evidence that user did not activate the sensor.

Event description:
A caller reported a "incompatible sensor" message when scanning the freestyle libre sensor with a freestyle libre 2 reader. The caller indicated that an adverse event occurred due to the reported issue, but no further information was obtained as call dropped. There was no report of death or permanent injury associated with this event.